Event description:
Allegiance healthcare reported a customer noted they attached their solution bags to the cycler set at the beginning of treatment. Shortly after the bags were connected, the tubing was moved slightly and the spike connector fell out of the bag. Pt discontinued treatment and set up with new bags and cycler set. No pt injury or medical intervention was reported by allegiance.